Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.

Event description:
A customer reported receiving an error 4 when a test strip was inserted into their freestyle blood glucose monitor. They also reported that the meter would sometimes not power on at all when a test strip was inserted into their meter. As a result, the customer was not able to properly obtain a glucose reading. They reported that they began to feel shaky, and their vision had become blurred. They went to their doctor, where they were diagnosed with hyperglycemia. Metformin (glucophage) was administered in order to stabilize glucose levels. There was no report of death or permanent impairment associated with this event.